Manufacturer narrative:
The primary complaint was not confirmed. The reported "pump error" message was not observed during archive data review nor could the message be reproduced during investigation. No problem was found related to the pump. The returned thermogard xp ivtm console is a reusable device and was manufactured 2012. During visual inspection, it was observed (unrelated to the complaint) that the saline bag hook was broken, the handle and drip pan were missing, and the level display worn out. There were no recorded error messages found in the archive data. The console passed functional testing with no faults found and met all specifications during investigation. To ensure the console is functional without issue, the missing and damaged parts observed during visual inspection were replaced. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with (B)(4).

Event description:
During demo use, it was reported that the thermogard xp ivtm console (B)(4) displayed a "pump error" message. There was no patient involvement.